Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in the hospital on (B)(6) 2016 for several different issues. Her blood glucose level was high because she had pneumonia, renal respiratory failure, and a heart attack. The customer could not breathe. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level went up to 400 mg/dl and dropped to 67 mg/dl. The device was not returned.